Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report indicates: blank section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a failure of the device to charge energy for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is related to a failure of the device to charge energy for defibrillation therapy. There was no patient use associated with the reported event.